Manufacturer narrative:
Date of event was approximated to (B)(6) 2019 as no event date was reported. Occupation (other): clinical supervisor for general, plastics, ent and eyes. (B)(4). One flexiva ID tractip 200 laser fiber was returned in one continuous piece. The piece measured approximately 311.8 cm from the top of the connector and includes the entire distal tip. Visual examination revealed that the exposed glass fiber tip measured approximately 3.5 mm and appeared unused. Examination under magnification confirmed that the tip was unused. There was no damage along the body of the fiber. Visual examination revealed that light can travel to the fiber face within the sma connector to illuminate it but the light was poor and low intensity, this indicated that the fiber was broken within the sma connector. The condition of the returned device confirms that the fiber was broken within the sma connector. Review and analysis of all available information indicated that the cause code for this event is adverse event related to procedure. A complaint with a cause of adverse event related to procedure indicates that the adverse event occurred during the procedure and the device had no influence on event. A DHR (device history record) review was performed and device met all manufacturing specifications.

Event description:
It was reported to boston scientific corporation on (B)(6) 2019 that a flexiva ID tractip 200 laser fiber used in a procedure performed on an unknown date. According to the complainant, during the procedure, it was noted that the aiming beam was lost after a couple of laser activation. No patient complications were reported. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed that the laser fiber was broken within the connector.